Event description:
It was reported that the pump had failed. A motor stall had occurred that never recovered. It was not known if there was troubleshooting or testing performed, nor if the cause was determined or if the issue was resolved. The patient experienced withdrawal symptoms and underdose symptoms. At the time of the event the patient's status was reported as alive-no injury. The pump was still implanted but out-of-service and was to be replaced in the future. This device system delivered morphine and ¿bupi.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train corrosion and-or wear and-or lubrication, and motor gear train stall due to shaft-bearing. (As previously reported from manufacturer report #3004209178-2014-07300)

Event description:
A duplicate event was discovered and the following event's information along with the analysis results were previously captured in manufacturer report #3004209178-2014-07300: the product was returned. The reason was unknown as there was no documentation along with the return. Additional information was requested. It was reported that the pump had failed and the patient had experienced withdrawal syndrome and underdose symptoms. The pump had a motor stall that never recovered. It was unknown if diagnostic testing or troubleshooting was performed. It was also unknown if the issue was resolved or the cause of the motor stall determined. The pump was explanted. A replacement device was to be implanted in the future. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine and "bupi". Additional information has been requested, but was not available as of the date of this report. Please note that any additional information pertaining to this device and this issue going forward will be captured in this manufacturer report, #3007566237-2014-00983.